Event description:
The harmonic scalpel was unable to be identified by the harmonic generator. A second harmonic scalpel was opened and it too, was not identified by the harmonic generator. The items were never used on the patient, no patient harm.